Manufacturer narrative:
Results of investigation: vyaire medical was not able to duplicate the customer¿s reported issue during testing. While connected to a known good oxygen supply source, the unit was powered on with a known good ac adapter, a known good lung, and a known good patient circuit connected. The unit powered on and boot up with no issues. The unit passed 98.3 hours of extended bench testing and passed the initial final test with no abnormalities. A review of the event trace log indicates that the "blower demand exceeded alarm" conditions were preceded by alarm conditions that indicates the presence of a significant patient circuit leak. These preceding alarm conditions include "low ve alarm", "low ppeak alarm", "patient circuit fault alarm", and "low peep alarm" which were repeatedly triggered, then recovered along with the "blower demand exceeded alarm" condition. The presence of a patient circuit leak in excess of the 30lpm leak compensation capabilities of the ptv ventilator can result in continuous peak blower operation while the ventilator attempts to meet the breath requirement settings of the patient.

Manufacturer narrative:
This unit is currently in house and in the process of being evaluated. Once evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that while in use on a patient on bipap mode, the unit wsa alarming ¿blower demand¿ and ¿patient circuit¿. At this time, the patient kept saying he could not breathe and that the ventilator would stop making noise/pushing air. The customer stated that the patient had chest rise during this event, but the patient removed the mask from the circuit because he could not trigger a breath. The patient¿s oxygen saturation levels were normal during this event, however, the patient was placed on a non-rebreather.